Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2022 and suture was used. During the procedure, the needle detached from the suture. The surgeon used a new suture to complete the procedure. Five minutes of surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays performed to localize the needle? No. Was the needle removed from the patient? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? No. Device return status? Unknown. Note: event reported in 2210968-2022-04633, 2210968-2022-04634, and 2210968-2022-04635.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2022 h6 component code: g07002 no device problem found h3 investigational summary: three unopened samples of product code v574g were returned for evaluation to ethicon. Visual inspection and functional test evaluation were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Event reported in: 2210968-2022-04633, 2210968-2022-04634, and 2210968-2022-04635.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/8/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.